Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 4 of 4. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The hp stated she was having alarms with the hc. The hp stated she talked the nurse and the nurse told her to call baxter. The technical service representative (tsr) asked the hp if hc was on. The hp stated no. The tsr had the hp turn the hc on. The hc went to press go to start. The tsr reviewed the alarm log. On (B)(6) 2012, at 8:28 the hc alarmed with a se 2367 and at 8:21 the hc alarmed with a se 2240. The tsr explained the alarm to the hp. The tsr asked the hp if she finished with manual supplies. The hp stated no. The tsr recommended the hp make sure she drains before she fills. Global product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2012. The pdrn did not know about the alarm. The pdrn stated that the home patient (hp) did not have any medical issues or injuries related to the reported alarm. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.